Event description:
While attempting to defibrillate a patient the device failed to discharge at any energy level greater than 120 joules. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. Subsequent to the event, the device was tested at the customer facility and the device displayed a "bridge test failed" message.